Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e2dr01aa ipg implanted: 2005-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had a polarity switch due to low impedance counts. The impedance was noted to be trending downward. The lead remains in use. No patient complications have been reported as a result of this event.